Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure: uterus') and embedded device ('embedded within the lumen') in a 31-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and adenomyosis. Concomitant products included omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient was found to have weight increased ("weight gain") and experienced autoimmune arthritis ("autoimmune: arthritis/lower back arthritis (right side). In (B)(6) of 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding), and vaginal haemorrhage ("abnormal bleeding (vaginal). In 2012, the patient experienced allergy to metals ("nickel allergy"), rash ("rash/skin rashes"), skin disorder ("skin condition"), alopecia ("hair loss"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) of 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction- type"). In (B)(6) of 2014, the patient experienced tooth disorder ("dental problem"), hyperaesthesia teeth ("tooth sensitivity") and tooth infection ("dental infection"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ chronic pain"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings"), disturbance in attention ("trouble concentrating") and anaesthetic complication ("anesthetic complication"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, skin disorder, vaginal haemorrhage, hypersensitivity, anaesthetic complication, hyperaesthesia teeth and tooth infection outcome was unknown, the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, abdominal distension, alopecia, tooth disorder, hormone level abnormal, weight increased, migraine, headache, mood swings, disturbance in attention and autoimmune arthritis had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaesthetic complication, autoimmune arthritis, back pain, device expulsion, disturbance in attention, embedded device, headache, hormone level abnormal, hyperaesthesia teeth, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, tooth disorder, tooth infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding ,allergy, autoimmune disorder ,migration, pain,hair loss, dental probs. ,hormonal, changes ,other, weight gain ,migraine ,headaches , bloating; mood swings; trouble concentrating. Plaintiff undergone essure confirmation test with results of confirmation test: other on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in may 2011: total bilateral occlusion; migration of essure device; right side device not seen.; on 11-mar-2015: total bilateral occlusion; migration of essure device; right side device not seen.; in april 2015: total bilateral occlusion; migration of essure device; right side device not seen.. Lot number: 735706 manufacture date: 2010-04 expiration date: 2013-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-feb-2020: pfs received: new events - dental problems infection & sensitivity were added. Onset dates of events and concomitant drugs were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure: uterus') and embedded device ('embedded within the lumen') in a 31-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and adenomyosis. Concomitant products included omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced autoimmune arthritis ("autoimmune: arthritis/lower back arthritis (right side)"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient experienced allergy to metals ("nickel allergy"), rash ("rash/skin rashes"), skin disorder ("skin condition"), alopecia ("hair loss"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction- type"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problem"), hyperaesthesia teeth ("tooth sensitivity") and tooth infection ("dental infection"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ chronic pain"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings"), disturbance in attention ("trouble concentrating") and anaesthetic complication ("anesthetic complication"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, skin disorder, vaginal haemorrhage, hypersensitivity, anaesthetic complication, hyperaesthesia teeth and tooth infection outcome was unknown, the pelvic pain, rash and headache had not resolved and the abdominal pain, back pain, menorrhagia, allergy to metals, abdominal distension, alopecia, tooth disorder, hormone level abnormal, weight increased, migraine, mood swings, disturbance in attention and autoimmune arthritis had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaesthetic complication, autoimmune arthritis, back pain, device expulsion, disturbance in attention, embedded device, headache, hormone level abnormal, hyperaesthesia teeth, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, tooth disorder, tooth infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding ,allergy, autoimmune disorder ,migration, pain,hair loss, dental probs. ,hormonal, changes ,other, weight gain ,migraine ,headaches , bloating; mood swings; trouble concentrating. Plaintiff undergone essure confirmation test with results of confirmation test: other on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; migration of essure device; right side device not seen.; on (B)(6) 2015: total bilateral occlusion; migration of essure device; right side device not seen.; in (B)(6) 2015: total bilateral occlusion; migration of essure device; right side device not seen. Lot number: 735706 manufacture date: 2010-04, expiration date: 2013-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: changed outcomes of the events :headache, pelvic pain and rash. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test with results of confirmation test: other on (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash"), skin disorder ("skin condition"), abdominal distension ("bloating"), alopecia ("hair loss"), tooth disorder ("dental problem"), migraine ("migraine"), headache ("headache"), mood swings ("mood swings"), disturbance in attention ("trouble concentrating") and arthritis ("autoimmune: arthritis") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, rash and skin disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, abdominal distension, alopecia, tooth disorder, hormone level abnormal, weight increased, migraine, headache, mood swings, disturbance in attention and arthritis had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, arthritis, back pain, device dislocation, disturbance in attention, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, tooth disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding, allergy, autoimmune disorder ,migration, pain, hair loss, dental probs. ,hormonal, changes ,other, weight gain ,migraine, headaches , bloating; mood swings; trouble concentrating. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event ¿injury nos¿ replaced with ¿pelvic pain¿. New events added: abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, rash/skin condition, migration, hair loss, dental probs., hormonal, changes, weight gain ,migraine,headache, bloating, mood swings, trouble concentrating and arthritis. Reporter¿s information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure: uterus') and embedded device ('embedded within the lumen') in a 31-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff undergone essure confirmation test with results of confirmation test: other on (B)(6) 2011. Concurrent conditions included obesity and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain") and experienced spondylitis ("autoimmune: arthritis/lower back arthritis (right side)"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin rashes"), skin disorder ("skin condition"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction- type"). In 2014, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ chronic pain"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings"), disturbance in attention ("trouble concentrating") and anaesthetic complication ("anesthetic complication"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, skin disorder, vaginal haemorrhage, hypersensitivity and anaesthetic complication outcome was unknown, the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, abdominal distension, alopecia, tooth disorder, hormone level abnormal, weight increased, migraine, headache, mood swings, disturbance in attention and spondylitis had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaesthetic complication, back pain, device expulsion, disturbance in attention, embedded device, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, spondylitis, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding ,allergy, autoimmune disorder ,migration, pain,hair loss, dental probs. ,hormonal, changes ,other, weight gain ,migraine ,headaches , bloating; mood swings; trouble concentrating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011 : total bilateral occlusion; migration of essure device; right side device not seen.; on (B)(6) 2015: total bilateral occlusion; migration of essure device; right side device not seen.; in (B)(6) 2015: total bilateral occlusion; migration of essure device; right side device not seen. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs and medical record received. Essure lot number added. Events added: embedded within the lumen, abnormal bleeding (vaginal), allergic or hypersensitivity reaction- type and anesthetic complication. Event pt term updated from device dislocation to device expulsion. Event clubbed and pt term updated: autoimmune: arthritis/lower back arthritis (right side). Event outcome updated for: rash/skin rashes. Medical history, lab data and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure: uterus') and embedded device ('embedded within the lumen') in a 31-year-old female patient who had essure (batch no. 735706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and adenomyosis. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain") and experienced autoimmune arthritis ("autoimmune: arthritis/lower back arthritis (right side)"). In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin rashes"), skin disorder ("skin condition"), alopecia ("hair loss"), migraine ("migraine"), headache ("headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction- type"). In 2014, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ chronic pain"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings"), disturbance in attention ("trouble concentrating") and anaesthetic complication ("anesthetic complication"). The patient was treated with surgery (full hysterectomy, bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, skin disorder, vaginal haemorrhage, hypersensitivity and anaesthetic complication outcome was unknown, the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, abdominal distension, alopecia, tooth disorder, hormone level abnormal, weight increased, migraine, headache, mood swings, disturbance in attention and autoimmune arthritis had resolved and the rash was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anaesthetic complication, autoimmune arthritis, back pain, device expulsion, disturbance in attention, embedded device, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding ,allergy, autoimmune disorder ,migration, pain,hair loss, dental probs. ,hormonal, changes ,other, weight gain ,migraine ,headaches , bloating; mood swings; trouble concentrating. Plaintiff undergone essure confirmation test with results of confirmation test: other on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; migration of essure device; right side device not seen.; on (B)(6) 2015: total bilateral occlusion; migration of essure device; right side device not seen.; in (B)(6) 2015: total bilateral occlusion; migration of essure device; right side device not seen. Lot number: 735706, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.